Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown cannulated screw. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. (Therapy date): unknown. The screw and broken tip of the instrument remains indwelling with no plans to retrieve them. 510(k): unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. Date of manufacture is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a partial hardware removal from the left hip took place on (B)(6) 2016, per the patient¿s request. Sixteen (16) years ago the patient had a femoral head fracture and was implanted with a 7.3mm cannulated screw and washer. The date of the original implant is unknown. The patient requested that the hardware be removed but is asymptomatic. When attempting to remove the screw, the screw head stripped. The surgeon attempted to remove the screw with the conical extraction device and the tip broke off in the cannulated recess of the screw. A few additional attempts were made to remove the screw but they were unsuccessful. The screw still remains in the patient as well as the tip of the extraction device. The broken tip is wedged in the screw very tightly and could not be removed. The washer was removed using a burr to cut it out. There was no surgical delay and patient status was reported as stable. The procedure was completed, however, not successfully as the screw and tip of the instrument remains indwelling with no plans to retrieve them. Concomitant devices reported: washer (part# unknown, lot# unknown, quantity 1). This report is for one unknown cannulated screw. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.